Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of a leadless implantable pulse generator (ipg), the physician was unable to manipulate the delivery catheter because the pull cable was broken. The system was removed, and a new catheter was used and a new leadless implantable pulse generator was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full delivery system was returned, analyzed, and there was no articulation of the delivery system. The delivery system shaft was mechanically kinked/buckled. Blood was observed on the shaft of the delivery system. Blood was observe in the handle of the delivery system. Visual analysis of the delivery system indicated damage during use. The analyst noted there is a kink/buckle on the shaft at 5.2 cm. There is blood on the shaft at the distal end of the stability member. The button is loose for the curve deflection. The device was able to be deployed and recaptured. If information is provided in the future, a supplemental report will be issued.